Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the delayed charge time issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device failed the charge time test twice. The first test was 35 seconds and the second test 31 seconds. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker was unable to determine the cause of the reported issue, as the issue was too intermittent to troubleshoot. The customer was provided with a replacement device and the returned device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device failed the charge time test twice. The first test was 35 seconds and the second test 31 seconds. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.